Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with atrial lead noise. The lead noise led to a mode switch episode. No programming changes were made and the patient would continue to be followed with normal follow-up schedule. The patient was asymptomatic.